Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered with a white substance. The distal conductor was covered in tubing/insulation/medical adhesive.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered with a white substance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, as the helix of the lead was extended, a white colored foreign material was found on the helix. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.